Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00502 and 503) submitted for devices related to the same patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. Two batteries were returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed occurrences of switching events prior to the 25% threshold for batteries ((B)(4)). However, there were no anomalies found involving batteries ((B)(4)). Analysis of the devices revealed that the batteries met specifications; the batteries passed visual inspection and functional testing. Applicable risk documentation and past experience was considered; premature power switching events of screened batteries are most often attributed to a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to this event. A voluntary field correction, fsca apr2014, was initiated on april 30, 2014 regarding all heartware® ventricular assist system batteries, product codes 1650 and 1650-de. The field correction provided patients and healthcare providers with information to recognize batteries with less than two hours of run time, reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Labeling language also will be clarified to align with the information contained in the fsca apr2014 correction notice. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00502 and 3007042319-2015-00503) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by facility staff that this patient reported the batteries were power switching. Batteries were exchanged. There were no effects to the patient. The pump remains implanted. It is unknown if the batteries will be returned. Investigation is ongoing. This MFR report is one of two related to the same event.